Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. Insulin pump received with cracked case at display window corners, battery tube threads, broken reservoir tube lip, belt clip slot, and minor scratched and cracked display window.

Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 91 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.